Event description:
It was reported that during a laparoscopic hysterectomy procedure, doctor noticed that piece of tissue pad (clamping surface) was missing. He used harmonic very heavily because of difficult case and patient has had "anticoagulant" therapy. Missing part was noticed after operation. Another device was used to compete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.